Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that the battery failed. There was reportedly no patient involvement. The customer evaluated the device on site. It was determined that this was a malfunction of the battery. The customer refused service since the device was not under warranty, the device remains at the customer site and no further evaluation is warranted at this time. Based on the information available the cause of the reported problem was a malfunction of the battery. The battery had no power. The reported problem was confirmed by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer refused servicing the battery. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.